Event description:
It was reported that the patient presented for a generator changes procedure. During the procedure, the physician took out both atrial and ventricular leads out of eri device and inserted chronic ra and rv leads into the new device. Upon insertion, the ra lead terminal pin did not seat properly within the device header. The physician pulled on the ra lead and leaving a portion of the lead attached within the device header. The chronic rv lead could not be removed from the first new device. The pacemaker was not used and replaced. The ra and rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.